Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that water tightness was lost due to deformation of the suction connector and the up/down/right/left knobs, the forceps raiser pipe was clogged, the adhesive around the objective lens was stained, the forceps elevator had foreign material, the bending section cover adhesive was detached, the bending section cover was dirty, the connecting tube was discolored, the suction cover was discolored and had a scratch, the grip was scratched, the suction cylinder was shaved, the control unit was dirty, the right/left/up/down knob was dirty, the light guide cover glass had corrosion, the suction connector was scratched, the universal cord was scratched, the up/down/left/right knobs had play and were out of standard, the water removal was out of standard due to the clogged nozzle, the ground resistance inspection failed, the distal end was scratched, and the acoustic end was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had no angulation and there was leakage. Inspection and testing of the returned device found foreign material in the forceps elevator and the nozzle, along with the ground resistance inspection failing. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, as the device was not available for a hands-on evaluation, the foreign material could not be definitively identified. A cause could not be presumed. The instructions for use state the following: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.